Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator displayed a pads ECG equip malfunction inop message. There was no pt involvement.